Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with shortness of breath that was attributed to atrial fibrillation (af) while awaiting an ablation. A scan was performed and a perforation and pericardial effusion was found with the right atrial (ra) lead that required a drain. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.